Event description:
It was reported by a non-medical professional that the patient underwent a cervical spine fusion at c3-c7 in 2008 using rhbmp-2/acs. At 2 days later, the patient began experiencing swelling of the neck and impaired swallowing along with vocal changes. In the next day, the patient presented to the ER and was given benadryl and decadron to counteract the swelling in the neck and ability to swallow. The patient's condition worsened, and he was given ativan and valium. The patient was intubated, and the neurosurgeon on call reopened the surgical site to verify that there were no problems that would contribute to the swelling. After the surgery, the patient remained in an induced coma for three days with steroids to reduce the swelling. The patient was discharged four days later. Reportedly, the patient continues to have swelling of the neck and difficulty swallowing.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.